Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer observed a blurry image and noted the surgeon was unable to focus the camera from the surgeon side console (ssc) or the camera head. The technical service engineer (tse) viewed the system event logs and no vision faults or discrepancies were being reported. The tse then had the customer remove the scope and try to focus the camera without the endoscope attached; however, the image focusing was not achieved. The tse inquired if a backup camera head and/or cable were available, but the customer stated they had no backup camera available. It was noted that the customer was using an old camera cable. The tse had the customer remove instrument, power down system, and replace the camera cable as the old spare cable had pink in its vision, and focusing issue continued. The customer then installed the original camera cable. The surgeon informed the tse that the vision was suitable to proceed with the case as is. The customer would call back in for additional support if needed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was on (B)(6) 2020 during an inguinal hernia repair. The initial reporter informed the system was inspected prior to use and nothing out of the ordinary was noted. It was stated that the procedure was converted to open because they noticed a blurry purple screen and no spare camera head was available. No post-operative complication were noted. No video/image was available for review. No fragments fell into the patient. The procedure was completed open with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the cameras focus stop sensor to be malfunctioning. Also, housing components were worn and the light cable was cut. The logs confirmed the customer experienced error 48259 indicating the personality module vision acquisition (pmva) reported pll lock loss on output stream or black screen.